Manufacturer narrative:
(B)(4). The sample was returned for investigation. The reported defect could not be detected on the returned sample. The endobronchial tube functioned as intended.

Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that during testing, an endobronchial tube cuff did not completely deflate. There was no patient involvement.